Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse inspected the system and confirmed that the sample 2 (s2) mixer and reagent 4 (r4) mixer malfunctioned. The parts were replaced, and the system was returned to fully operational. Siemens concluded that the potential cause was the malfunctioning sample 2 (s2) mixer, and reagent 4 (r4) mixer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant, falsely depressed carbon dioxide results were obtained on two patient samples from a dimension vista 1500 instrument. For one patient, the initial result was not reported to the physician. The same sample was repeated on the original instrument five times and again on an alternate dimension vista 1500. One of the repeat result was considered falsely depressed. For the other patient, the initial result was reported to the physician. The same sample was repeated on an alternate dimension vista 1500. The final repeated results were reported, as the correct results to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide results.